Event description:
It was reported that the physician thought the inflatable penile prosthesis (ipp) was improperly placed. Device examination showed that the tubing was kinked not allowing the implant to cycle. The physician was able to cycle the device in clinic but the patient was not. Therefore, the ipp was removed and replaced. The patient fully recovered.